Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced spasm. After performing ablation on the pulmonary vein and posterior wall with a farawave pulsed field ablation catheter, a coronary angiography (cag) was conducted. Then 22 flower ablations were performed in the mitral isthmus. Post-ablation, a subsequent cag indicated a slight progression of spasm compared to the pre-ablation state, prompting the administration of a nitroglycerin coronary injection. A follow-up cag a few minutes later confirmed recovery. Additionally, the device was used off-label after pulmonary vein isolation due to an atrial fibrillation and mitral atrial flutter occurring. The device is not expected to return as it was disposed.